Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, issues related to the oxygen blending module board and oxygen blending module gasket were observed. The device's oxygen blending module board and gasket were replaced to address the issues.